Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s sister reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer reported that the insulin pump was not working. Customer reported that they had not been use insulin pump for 48 hours of reported event. It was unknown that auto mode was used or not. Customer was using new insulin pump. The insulin pump will not be returned for analysis.